Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was monitored for 24 hours with multiple basal rates and no a44 alarm noted during our testing. The insulin pump passed self test. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had a test failure alarm on the insulin pump. Customer's blood glucose level was 72 mg/dl at the time of the incident. Customer stated that his blood glucose level was 121 mg/dl before bed and he ate some cheese crackers. Customer was asked to program a normal bolus into the air. Bolus amount was recorded in bolus history. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer declined to return the insulin pump. No further assistance needed.